Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, low battery alert, memory anomaly and delivery anomaly from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that the pump is not linking with her meter. The customer stated that the pump is not blousing and delivering her bolus properly. The customer stated that the battery life is diminished most of the time. The customer was advised to go to the emergency room and go on injections immediately. The customer was advised to call back to have the pump replaced.